Event description:
In the course of a therapeutic procedure for treatment (lung biopsy) it was noted that the aspiration needle had separated from the sheath. The scope was reported to be damaged. There was no report of death, serious injury or mistreatment associated with this event. The patient condition was reported to be fine.